Event description:
It was reported that during implant procedure, during slitting of the subselector, the distal part of the subselector stayed inserted in the guide catheter. The subselector was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial delivery catheter was returned and analyzed and the mechanical operation of the catheter peeling /slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that spiral slitting was visible from the beginning of slitting and continued to separation site. If information is provided in the future, a supplemental report will be issued.